Event description:
It was reported that there was an error code, cassette not attached properly. It keeps displaying this message, despite several attempts to fix it. There was no reported patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint was confirmed by the event history log, but a root cause could not be found.